Event description:
It was reported the implanting physician ¿removed the green/blue guide wire and replaced it with the green guide wire, but was not able to advance the guide wire down the lead.¿ the device was not implanted as a result of the event. Diagnostic testing and troubleshooting was not required and the cause of the issue was not determined. There were no patient symptoms or complications associated with the event and the patient was alive with no injury at the time of report. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
Analysis of the lead found that the stylet coil was perforated by a stylet 10.9 centimeters from the distal end.

Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.